Event description:
The reporter had received the er1 message on her surestep meter. After trouble-shooting with the lifescan representative, it was determined that the caller had waited over 2 minutes before inserting the test strip with blood on it. A retest was done, with a result of 63 mg/dl. Caller hung up before further information could be obtained. Attempts to call her back by telephone were not successful.